Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this battery life of this pacemaker went from eight years to six and a half years remaining longevity. An engineering analysis indicated that the device was depleting normally. There was a slight increase in power consumption due to the onset of persistent atrial fibrillation reducing the longevity calculation. To date, the device remains in service. No adverse patient effects were reported.